Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. The sample was continuity tested per specification. During continuity testing, it was determined that the distal electrode does not have any conductivity. Further investigation showed that distal electrode wire was broken between the 40 cm and 50 cm distance marks. This breakage might occur during catheter handling, such as careless removal from the tray or in preparation for the procedure. All catheters are 100% continuity tested during the manufacturing process prior to packaging and shipping. No specific conclusions can be drawn.

Event description:
Reports pacing failure while in use.